Event description:
The consumer is complaining that the back and seat have wallowed out and she is sitting on the crossbraces. The dealer states she is well within the weight limit of the chair at (B)(6) pounds.